Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Receiver data log was downloaded and no errors were observed. Device failed functional testing. Further tests showed that the speaker is defective. The root cause was determined to be an assembly error. A CAPA has been initiated for this issue.

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014, resulting in patient experiencing a low. Patient's wife reported coming home and finding patient barely conscious, but on the floor. Reported receiver was not alerting, but fs was 28. Patient's wife thinks paramedics gave patient a glucagon shot to the thigh. Peanut butter, orange/pineapple juice and IV sugar water were also provided. Patient and wife declined patient being taken to the hospital. Since patient is already in hospice care for copd, elected to have the hospice nurse come over and take care of patient. No injuries or further medical intervention was reported. Additionally, during the call, dexcom technical support advised patient's wife to test the alert functionality and reported alerts were functional. Current condition of patient was reported as fine.